Manufacturer narrative:
Date to (B)(6) 2017.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was in target range. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed out all of their pump supplies and a second occlusion alarm declared. The customer declined troubleshooting with tandem technical support to determine a possible cause of the second occlusion. Reportedly, the pump is worn against the customer's skin.